Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR." No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was determined to be the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is most likely attributed to wear and tear. The autopulse platform was manufactured in january 2014 and is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Reviewing the archive data showed a system error, 139 (unable to hold compression position) around the customer's reported complaint date, confirming the reported complaint. Further review of the archive data showed multiple user advisory ua17 (max motor on time exceeded during active operation), unrelated to the reported complaint. The ua17 advisory messages were cleared by the user. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll. Technical investigation determined that the root cause of the system error was due to the drivetrain motor brake gap being too wide, out of specification. The brake gap was adjusted within the specification to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with a fully charged test battery until discharged. The platform passed the test without any fault or error. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).